Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years and 6 months. (Calculated from the date of manufacture.) Device evaluation: the returned system controller was functionally tested and found to operate as intended during analysis. No driveline fault alarms, pump stops, or speed drops were reproduced. The system controller was connected to several different test pumps without difficulty; however, reports of similar issues related to difficulty connecting the driveline have been identified and a corrective action and preventive action was initiated to address the issue. The root cause of the driveline fault alarms, pump stops, and speed drop captured in the log was unable to be conclusively determined during the analysis of the controller. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, approximately 2 years and 8 months post-implant, the patient was found down on the floor at home, with the pump driveline disconnected from the system controller. Emergency medical services reconnected the driveline to the system controller. The patient was admitted to the intensive care unit, and had reportedly suffered brain damage. The system controller log file reviewed by a representative of the manufacturer's technical services team revealed multiple pump stoppages. The patient's implantable cardioverter defibrillator had recorded 14 electrical shocks for ventricular tachycardia during the same time period that the driveline was disconnected. It was unclear if the tachycardia occurred before or after the driveline was disconnected. The patient did not recover and expired on (B)(6) 2017. No additional information was provided.